Manufacturer narrative:
Reference: babaliaros, vasilis, et al. (2014, aug). Comparison of transfemoral transcatheter aortic valve replacement performed in the catheterization laboratory (minimalist approach) versus hybrid operating room (standard approach): outcomes and cost analysis. Jacc. Cardiovascular interventions, 7(8), pp. 898-904. Doi:10.1016/j.jcin.2014.04.005.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported event. It is possible that a conduction system disturbance was caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
A single-center study of (B)(6) patients who underwent elective, percutaneous transfemoral tavr using the edwards sapien valve from (B)(6) 2010 to (B)(6) 2013 was reported in a medical journal article. Patients implanted with the sapien xt or sapien 3 valve and patients who underwent emergent tavr for cardiogenic shock were not included in this analysis. The following events occurred during the study period: 3 procedure-related deaths, 6 valve in valve procedures, 6 strokes, 9 lbbb (new onset), 6 ppm implantation, 11 vascular complications, 8 bleeding, and 6 had moderate or severe pvl at 30 days. This complaint represents one of the reported ppm implanted within 30 days after the tavr procedure.